Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection, unknown onset. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's family member reported left side infection. The infection began within 5 months following implant surgery. The device has been explanted.